Manufacturer narrative:
Manufacturer provided the unit history report for this device. A review of the unit history report from the manufacturer showed the generator was able to pass all testing prior to initial release. Unit functionally performed as expected however, the plastic portion of the catheter port was peeling off inside and the power switch needed to be re-aligned. During rf treatment, the closurerfg radiofrequency generator monitors the catheter¿s parameters (temperature, impedance, and rf power). Should one of these measurements be too high or too low, the closurerfg generator may stop rf treatment, sound an alarm, and/or display an alarm message. The therapy output data was overwritten by the service technician at the manufacturers site before it could be extracted for analysis. This has prevented analysis of the output data to determine if there were any unusual therapy behaviours contributing to these observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had treatment of left leg using a closurefast catheter along with an rfg3 radiofrequency generator. The lesion was a distance of 3cm from the sfj. The diameter pre rfa 8.8mm sfj, 11.4 prox thigh, 7.8 mm mid-thigh. A total of 30cm was treated. Patient developed endothermal heat induced thrombosis (ehit) - class 1 - described by physician as a 'trailing thrombus'. Patient was treated with either lovenox and/or xyralta. Patient reported to be fine.